Manufacturer narrative:
Specimen was plasma. No problems reported with calibration or qc. Customer has acknowledged poor sample handling and pre-analytical issues with the laboratory. Instrument printout obtained by bci from this sample indicates a short sample on the second replicate run which is the root cause of this event.

Event description:
Beckman coulter inc., (bci) internal monitoring data for glucose (glucm) phase I indicated that one patient did not match when running in duplicate mode on unicel dxc 800 synchron clinical systems. Customer did not call and complain to bci about this sample. No erroneous result was reported out of the lab. Patient treatment was not affected.